Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device was unable to deliver defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer¿s device and verified the reported issue. It was observed that the red energy capacitor wire was disconnected from the j17 spade connector. When the capacitor wire was reconnected, the device was able to deliver energy. Stryker determined that the cause of the reported issue was due to an out of specification capacitor connector. The customer received a replacement device and the returned device was archived by stryker.